Event description:
The chief of the pharmaceutical department touched an unopened bottle of cidex plus 28 day solution that was stored in the department. It was alleged that the bottle cap was leaking and the healthcare worker (hcw) got solution on her hand. The hcw was not wearing ppe at the time of the solution contact. The cidex plus 28 day solution is not used in the pharmaceutical department. The employee felt symptoms shortly after the contact with cidex plus 28 day solution. The hcw did seek medical attention from three different physicians from three different departments at the facility. She was diagnosed with contact dermatitis in the dermatology department and treated by washing with running water and prescribed a steroid ointment (clobetasol propionate, a corticosteroid used to treat various skin disorders including eczema and psoriasis). The department of respiratory medicine diagnosed the hcw with dyspnea (breathlessness), cough, sore throat and hyperpnea (increased depth of breathing). She received a cardiac electrogram and chest x-ray examination. Finally, she had symptoms of "feeling sick, headache, nausea and vomiting". She was treated by an internal medicine physician who prescribed loxoprofen (a non-steroidal anti-inflammatory drug which includes ibuprofen); rebamipide (an amino acid used for mucosal protection, healing of gastroduodenal ulcers, and treatment of gastritis) and an unknown intravenous drip. The three physicians commented that there is a high possibility the cidex plus 28 day solution was the cause of her symptoms since the symptoms developed shortly after the alleged contact. The physicians considered her symptoms as not serious (seriousness was low-grade to moderate). They also stated that the employee's symptoms were getting better, but still remain as of (B)(6), 2012. The hcw was not hospitalized.

Manufacturer narrative:
Device available for evaluation? Added returned to manufacturer date of (B)(4) 2012.

Manufacturer narrative:
The healthcare workers medical history includes chronic atrial fibrillation, mitral valve and tricuspid insufficiency, sick building syndrome. She had symptoms of nausea by taking spironolactone tablet, pentazocine and hydroxyzine injection in the past. The alleged leaking bottle was returned from the facility to the affiliate in (B)(6) for investigation. The bottle was laid down for 24 hours and the leakage was not confirmed. The company rep is scheduled to visit the facility and gather more information. In the event additional information is received a supplemental medwatch report will be submitted. (B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis and system hazard use and misuse analysis. Complaint history trending was performed for the problem code 'allergic symptom' showed 3 complaints open in the past 12 months and no significant trend was observed. (Review period: january to december 2012) complaint history trending was performed for the problem code 'leaking bottle' showed a total of 3 complaints open in the past 12 months and no significant trend was observed. (Review period: january to december 2012) a batch record review was completed by (B)(4). Lot 003ba met all specification prior to product release. This lot was manufactured on 1/31/2012 and expires 12/31/2014. The fmea (failure mode effects analysis) score for cidex plus 28 day solution was reviewed for similar user symptoms. The risk priority number (rpn) is below the threshold of 100. The shuma (system hazard use and misuse analysis) for cidex plus 28 day solution was assessed as low as reasonably practicable. The root cause could not be determined from the information provided. The symptoms reported by the hcw do not correspond with the IFU of cidex plus 28 day solution. The hcw also had a history of medical problems and nausea from specific drugs. The product IFU states that brief skin contact may cause itching with mild to moderate local redness. The product IFU also recommends use of personal protective equipment (ppe). The treating physicians suspect that the hcw's symptoms may be due to cidex plus 28 day solution because the symptoms occurred after contact but no sound conclusion was made. No further information was provided from the hospital regarding this matter. From the information provided, the assignable cause could not be determined.